Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5183181.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited an impedance issue. No intervention was reported. The patient condition was unknown.